Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("coils shifting around") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2009, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding") and alopecia ("severe hair loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage and alopecia had not resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, alopecia or fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal company review, the fallopian tube perforation was added. The imdrf codes were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of fallopian tube perforation ("coils shifting around"). In a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later, she experienced fallopian tube perforation (seriousness criterion medically important), pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding") and alopecia ("severe hair loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage and alopecia had not resolved. No causality assessment was received, for essure with regard to pelvic pain, genital haemorrhage, alopecia or fallopian tube perforation. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023, quality safety evaluation of ptc. 28-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Coils shifting around [fallopian tube perforation] chronic pain [pelvic pain female] heavy bleeding [genital bleeding] severe hair loss [alopecia] painful sex [painful intercourse] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("coils shifting around") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2011 she experienced fallopian tube perforation (seriousness criterion medically important), pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding"), alopecia ("severe hair loss") and dyspareunia ("painful sex"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, alopecia, fallopian tube perforation or dyspareunia. The reporter commented: I had the procedure rendered in (B)(6) 2009. Started complaining year and a 1/2 after having it. Have always complained of pain, extremely heavy bleeding, painful sex. End date: still experiencing daily. I do not have the package number. Your doctors came and performed my procedure. Please help me get this removed. I am not seeking any additional financial disbursements. I just want this removed. I want to be healthy; I want to live without this metal in my body. I cannot afford to pay for this using my private health insurance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: new event painful sex is added. Event outcome added not recovered / not resolved. Patient's initial added. Reporter causality comment added. Event onset date added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.